Event description:
Additional information identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, stimulation was restored post-operatively.

Manufacturer narrative:
1627487-07262012-002-r,1627487-12192011-003-r. This ipg serial number is included in a field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped charging the scs ipg due to ineffective therapy. As such, the ipg was deemed inoperable. Surgical intervention may be undertaken at a later date to address the issue.